Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, skin irritation, respiratory tract irritation, dizziness, headache, inflammatory response and reduced cardiopulmonary. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, skin irritation, respiratory tract irritation, dizziness, headache, inflammatory response and reduced cardiopulmonary reserve. There was no report of medical intervention. No additional information can be requested at this time. There was no report of medical intervention. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally observed the following: flip lid seal had unknown dust-like contamination on it, white and tan dust-like contamination, throughout humidifier enclosure, white and tan dust-like contamination on and under the heater plate, white dust-like contamination on dry box seals, white and tan dust-like contamination inside water tank, unknown white and tan dust-like contamination in the iso port, the contamination found in the humidifier enclosure is considered not to be in the airpath. During the evaluation, secondary findings was observed: ui (user interface) knob broken, missing air inlet filter, the air outlet port had dust-like contamination in it, air inlet had significant tan dust-like contamination in it, pca (printed circuit assembly) had significant dust-like contamination all over the top of it, significant dust-like contamination on the top of the blower box lid and surrounding area, significant dust-like contamination on the top of the blower motor and inside of the blower box, bottom enclosure had significant dust-like contamination in it, air inlet seal had yellowed and had an dust-like contamination on it, the sound abatement foam was intact and had significant dust-like contamination on top of it. There was no error code found. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown was observed in this device, likely from a source external to the device. Box h: device problem code grid, evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.